Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the material remained due to insufficient cleaning. The foreign material appeared to be residue from a previous procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to foreign material in air/water channel, service found there was a leakage from the damaged switch button #1, the plug unit was scratched, brightness was uneven due to damaged ccd (charged coupled device) unit, the bending angle in up direction was out of specification due to wear of the angulation wire, the plastic distal end cover was cracked, the adhesive on the bending section cover was cracked, the connecting tube was scratched, and there was a leakage due to a pinhole on the universal cord. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject is an olympus loaner device that was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, a whitish foreign material was found inside the air/water channel. There was no patient or user injury reported due to the event. This report is being submitted for the malfunction found during evaluation (foreign material in air/water channel).